Event description:
As reported, after inflation the balloon was not able to deflate the internal air. The balloon remains inflated even without the syringe.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The catheter was received with an attached monoject 1.5 cc limited volume syringe. Examination revealed that the balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The syringe was removed from the gatevalve and the balloon deflated within 2 seconds, which is within the allowable specification. Further testing revealed that the thermistor circuit was continuous. The thermistor read 37.1 c when submerged in a 37.0 c water bath. Per the vigilance manual, thermistor temperature reading accuracy is (B)(4). There were no open or intermittent conditions. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned monoject 1.5 cc limited volume syringe. The balloon was inflated during the decontamination process and there were no observations made. A review of the manufacturing records indicated that the product met specifications upon release. The complaint of balloon deflation was not confirmed during analysis. Although the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No actions will be taken at this time.